Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected for the reported failure mode. The complaint is confirmed. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. Visual inspection revealed that the handle was broken but still attached to the device and needle was bent. Also, both implants were still loaded in the needle and hadn't been deployed. The sleeve was removed to inspect the configuration of the implants. From this it was verified that the implants were both in their intended configuration. Excessive force to be applied by the user on the trigger assembly can cause the trigger to break and make the truespan peek 24 degree bent/deformed. Therefore; it is a potential root cause for the reported failure. A non-conformance search was performed and no non-conformances were identified for this part number (228152) with lot number (2l62274 ) combination per qlink search performed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Additional information: subsequent follow-up with the customer, additional information was received. The reporter stated that the procedure was completed without delay as a spare device was readily available for use. It was reported that the surgeon fully depressed the trigger until it clicked. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. 1. Please provide the lot number for the above mentioned pc. Unfortunately, the lot number . Was not saved in the cst system. However, I sent the original package for investigation and you. Can find the lot number there. 2.was there any unusual forces being applied by the user during use? N/a . 3.was there a resulting surgical delay how long? N/a . 4. Was the procedure able to be completed? Yes. 5.were alternatives readily available? Yes. 6.where on the device was it bent? N/a. 7.is it known how the device became bent? No. 8.what was the patient¿s bone quality? N/a. 9. Was the surgeon/doctor off axis? N/a . 10. Was the same bone hole used to complete the procedure? N/a . 11.did the surgeon fully depress the trigger until the click? Yes. 12. Was the tip of the needle still in scope view? N/a. 13. Did the surgeon penetrate the meniscus all the way to the depth stop? N/a. 14. Was the repair completed by another competitive device, inside out technique, or partial . Meniscectomy? N/a . 15. Did the surgeon use a probe? N/a . 16. Did the failure occur with the first or second implant? N/a.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Reporter's complete address and phone number were not provided. (B)(4). The lot/serial number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via cst that during a meniscal repair procedure, it was observed that the truespan peek 24 degree was bent that it was not possible to fire the implant. The surgery was completed successfully with no patient harm, but unknown if there was a surgical delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.